Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 08-feb-2021 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 10-feb-2021: distal cap - fixed type failed epoxy seal integrity inspection, operation channel- primary ball tip does not pass, distal tip annual maintenance, failed dry leak test, lightguide prong cover glass set loose, failed wet leak test, distal cap/ case cracked, right/ left brake knob markings faded, bending rubber leak at middle section, fluid invasion not observed in control body, fluid invasion not observed in pve connector, bending rubber pinhole. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, distal case/cap, o-ring(0.5x1.3) imp-1, rl pulley assy, ud pulley assy, o-ring (1.8x19.8). Model ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2013. The endoscope is awaiting repair or approval by final qc as of 19-feb-2021.